Event description:
Reporter wrote that this product left a large blister on the back of wife's neck when it was removed. She wore patch for about 6 1/2 hours. The size of the sore is about half the size of a dollar bill. He took her to see doctor for treatment. Treatment or medication used was not described by reporter. Additional medical information has been requested, but not received yet. Product was used as directed from directions on the back of the package. Subsequent information stated that her skin came off when the pack was removed.